Event description:
Customer reported that the sensors were not coming off of the pedestal. Customer stated that the needle hub detached, and the sensor was still on the pedestal. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and found all 3 sensors needles separated from sensor. Unable to performed insertion test complaint against enlite-serter.